Manufacturer narrative:
The complaint investigation for false nonreactive alintiy I hbsag results included a search for similar complaints, and the review of complaint text, trending data, labeling, in-house testing, and device history records. Return testing was not performed as returns were not available. Information provided by the customer was reviewed and supports the complaint issue without indication for any additional issues. The lot search review did not identify an increase in complaint activity for false negative results. Tracking and trending were reviewed and did not identify any related trends for the product for the issue. A device history record was reviewed and did not identify any non-conformance or deviation associated with lot number 42019fn01 and complaint issue. Clinical sensitivity testing using an in house retained kit of the complaint lot was completed. Testing met acceptance criteria and the product is performing as expected. Labeling was reviewed and adequately addresses the issue under review. Based on the investigation, no systemic issue or product deficiency was identified for alinity I hbsag reagent lot 42019fn01.

Event description:
The customer reported a false negative alinity I hbsag result for a 63-year-old male patient with a medical history of post-liver transplant, chronic hepatitis b. The following data was provided (reference range: < 1.00 s/co is nonreactive, >/= 1.00 s/co is reactive): the initial hbsag result = 0.00 iu/ml; sample tested with hbv-dna = positive. Other testing performed: anti-hbs = >1000 miu/ml / hbeag result = negative / anti-hbe = negative / anti-hbc = 7.01 s/co. The customer stated the patient had previously received hepatitis b immunoglobulin injections. There was no impact to patient management reported.

Manufacturer narrative:
All available patient information was included. Additional patient details are not available. This report is being filed on an international product, list number 8p08 that has a similar product distributed in the us, list number 4p53. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer reported a false negative alinity I hbsag result for a 63-year-old male patient with a medical history of post-liver transplant, chronic hepatitis b. The following data was provided (reference range: 1.00 s/co is nonreactive, 1.00 s/co is reactive). The initial hbsag result = 0.00 iu/ml; sample tested with hbv-dna = positive. Other testing performed: anti-hbs = 1000 miu/ml hbeag result = negative anti-hbe = negative anti-hbc = 7.01 s/co the customer stated the patient had previously received hepatitis b immunoglobulin injections. There was no impact to patient management reported.